Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B) (4). (B) (4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lead haptic broke off in the injector. The lens was removed and replaced during the same procedure. Postoperatively, the pt had cloudy vision and corneal edema. The corneal edema is expected to resolve. An unapproved viscoelastic was used during the procedure.